Manufacturer narrative:
This report is submitted on march 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon it was reported that the patient experienced retention issues at the magnet site and subsequently underwent skin flap reduction on (B)(6) 2018. Additional information has been requested; however has not been made available as of the date of this report.